Event description:
It was reported that three surgical fiber were used during a prostate procedure. The first fiber used was replaced at 182,142 joules due to damage at the distal tip and water obscuring the doctors view. The cap of the second fiber detached at 227,320 joules (outside of the pt) while being removed from the scope "nipple". The procedure was completed using a third fiber. Pt or user outcome: "ok, no harm to pt". This report is for the second fiber used.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fibers metal cap was confirmed to be detached; the metal cap was not returned with the device. The fibers glass cap was found to have a circumferential fracture distal to the fiber/cap fusion zone at the bevel; a fracture was also noted at the proximal end of the cap. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.